Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 4.9a. The criteria is <55a. Pass. Meter setting, audio and all buttons function are ok. We tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low were 55/58 mg/dl, for level high were 248/249 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~300 mg/dl. All results were within the acceptance range. Pass. Patient's strip lot number:d151117-1 was manufactured on nov. 17, 2015 and expired in nov. 17, 2017. Patient used expired strips to test blood which might caused or contributed to error readings.

Event description:
End-user alleged that medical intervention was required on (B)(6) 2018 at 1700 for hypoglycemia. End-user alleged that the prodigy meter read 566mg/dl approximately 5 minutes prior to calling the paramedics. End-user reported dizziness and lethargy. End-user did not report taking any insulin that day. While waiting the end-user alleged he began to have a seizure and was given water to drink while waiting for the paramedics to arrive. When the paramedics arrived about 15 minutes later they received a blood glucose of 50mg/dl with their meter. End-user was given IV of glucose (unknown what concentration) and transported to the hospital, upon arrival to the hospital the end-user blood glucose was 30mg/dl. End user continued IV treatment of glucose and was given orange juice, fruit, yogurt and dessert to eat. End-user remained in the hospital for 3 days and no other test or treatment was provided. End-user blood glucose at discharge was 220mg/dl end-user was educated to drink orange juice as discharge instructions. No additional information was provided in regards to the medical event.